Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain their glucose readings and ultimately were unable to receive their glucose alarm alerts. The customer experienced periods of hyperglycemia and hypoglycemia, and loss of consciousness which is consistent with the report of the customer falling with their head on the table. The customer was unable to self-treat and was applied with glucogel and basqimi as treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using approved software. Abnormal graph pattern was observed in ble(bluetooth low energy) rssi(received signal strength indicator) section. An extended investigation has been performed on the returned reader. Visual inspection performed on the returned reader and slight crack was observed on the casing. The reader powered on with button pressed, strip and cable insertion. A beeper and vibrate test was performed through the input of commands into approved software, and observed the audio and vibration both function properly. Self reader test was passed successfully. Observed slight crack did not affect the functionality of the returned reader. The isf (interstitial fluid) log was downloaded, graphed the parsed isf log and perform analysis of ble rssi graph. It was observed that signal loss alarm caused by low or not present ble rssi signal. There is no abnormal graph pattern observed as observed in previous phase. To confirm the full functionality of the bluetooth circuit of the reader, ble functionality test was performed by activating a known good sensor with the returned reader and signal and sound icons were shown activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to computer and isf (interstitial fluid) command was sent to reader to receive ble (bluetooth low energy) packets on the app screen after waiting for few minutes. First 5 ble packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The generation of 5 ble packets indicate that there is no issue with the returned reader, therefore this issue is not confirmed. This serves as a correction report. Section h11(additional mfg narrative) was incorrectly updated in the previous report. Correction has been made. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain their glucose readings and ultimately were unable to receive their glucose alarm alerts. The customer experienced periods of hyperglycemia and hypoglycemia, and loss of consciousness which is consistent with the report of the customer falling with their head on the table. The customer was unable to self-treat and was applied with glucogel and basqimi as treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. The most probable root causes associated with this failure mode are disconnected, faulty or damaged components, software/data corruption, or misuse. However, mitigations are in place to reduce and prevent such issues. All vital manufacturing steps are validated, monitored, and verified during manufacturing to ensure the system is in conformance with the verified design. All vital functions are monitored by the system and, when necessary, function is suspended to safeguard against inaccurate results. Labeling is provided to instruct the user on the intended use of all vital parts of the system to minimize misuse. All complaints and complaint trends are investigated to determine if there is a product defect/ deficiency. If a product defect/ deficiency is identified, a risk evaluation is completed and compared to the risk management report, to ensure the risk profile has not changed. Additionally, as a part of abbott¿s post-market surveillance process, all risk evaluations with associated complaint data are reviewed annually to determine if the risk profiles have changed as compared to the product risk management reports. These monitoring processes ensure that all product risk profiles remain acceptable and have a positive benefit/ risk ratio. At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs(device history review) for the libre reader was reviewed and the dhrs showed the libre reader passed all tests prior to release. If product is returned, a physical investigation will be performed per adc's established processes and procedures and a report will be submitted upon completion of investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
Reader (B)(6) has been returned and investigated. Visual inspection has been performed on the returned reader and no issues were observed. The isf (interstitial fluid) log was downloaded using master m. Abnormal graph pattern was observed in ble(bluetooth low energy) rssi(received signal strength indicator) section. An extended investigation has been performed on the returned reader. Visual inspection performed on the returned reader and slight crack was observed on the casing. The reader turned on with button pressed, strip and cable insertion. A beeper and vibrate test was performed through the input of commands into approved software, and observed the audio and vibration both function properly. Self reader test was passed successfully. Observed slight crack did not affect the functionality of the returned reader. The isf (interstitial fluid) log was downloaded, graphed the parsed isf log and perform analysis of ble rssi graph. Signal loss alarm was observed caused by low or not present ble rssi signal, no abnormal graph pattern was observed. To confirm the full functionality of the bluetooth circuit of the reader, ble functionality test was performed by activating a known good sensor with the returned reader and signal and sound icons were shown activated. Waited few minutes to ensure that there was no disruption in the bluetooth connection between the devices. Reader was connected to software and isf (interstitial fluid) command was sent. First 5 ble (bluetooth low energy) packets were successfully received. The blc count and rssi (received signal strength indicator) were present for all packets. The generation of 5 ble packets indicate that there is no issue with the returned sensor, therefore this issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain their glucose readings and ultimately were unable to receive their glucose alarm alerts. The customer experienced periods of hyperglycemia and hypoglycemia, and loss of consciousness which is consistent with the report of the customer falling with their head on the table. The customer was unable to self-treat and was applied with glucogel and basqimi as treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. The device mfg date is unknown. The date entered in section h4 is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A signal loss issue was reported with the abbott diabetes care (adc) device. As a result, the customer was unable to obtain their glucose readings and ultimately were unable to receive their glucose alarm alerts. The customer experienced periods of hyperglycemia and hypoglycemia, and loss of consciousness which is consistent with the report of the customer falling with their head on the table. The customer was unable to self-treat and was applied with glucogel and basqimi as treatment by a healthcare professional (hcp). There was no report of death or permanent impairment associated with this event.